Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2025, due to hyperglycemia (300 mg/dl) after approximately 6-7 hours of pod wear. The pod reportedly received a communication error at the time of the event, despite the user not actively interacting with the controller or administering a bolus. The patient attempted to set up a new pod; however, the communication issue persisted. It was further noted that the initial pod had been successfully activated with 150 units of insulin prior to the communication error. Reported symptoms included vomiting, dehydration, and dizziness. The patient was diagnosed with diabetic ketoacidosis (dka) upon hospital evaluation and was treated with an insulin drip, remaining in the intensive care unit for two days. The patient was discharged on (B)(6) 2025.